Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that during the surgery product did not fit to patient because sliding part which placed under the product was not symmetrical. The surgery was completed with another device after a fifteen minute delay. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part shows signs of damage such as nicks and gouges on the inferior side of the part and railing is also damaged. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the root cause was attributed to surgical error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4) updated: catalog #: 00596401651, lps-flex option femoral f-l, lot # 63820347 catalog #: 00598003702, nexgen ps pre stem tibia plate, lot # 63838728 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.